Event description:
It was reported that the catheter balloon was difficult to deflate during pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specification. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted the catheter balloon was partially inflated upon return. The balloon was deflated and attempted to re-inflate, however it was very difficult to advance solution into the catheter. The balloon was dissected to find the inflation notch was not completely perforated. Per CAPA 1220402, the root cause for this failure is could not be reproduced, however, opportunities for improvement were identified, such as: tool wear of the notch puncher. No preventive maintenance to verify the correct functionality of the puncher knife. Lifetime for knife and replacement control. Incorrect positioning of the shaft into the punching machine. Manufacturing procedure does not address visual aids as support for production operators. Detection/control method is not enough for failure detection. The labeling and risk assessment was not completed as they are addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest.